Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited high pacing impedance. The rv lead was not used. The physician continued to use the second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece for analysis with a stylet and a clip-on-tool. Testing for impedance was unable to be performed due to damage to the connection pin. Electrical testing, visual inspection, and x-ray examination were normal, with no anomalies found.